Event description:
It was reported that the patient was experiencing unexpected behavior from her controller and batteries. The patient's controller was changing from power port one (1) to power port two (2) earlier than expected and she experienced several critical battery alarms over the last several hours. The patient stated that she does not feel safe with the system anymore. The patient is a single mother and was not able to go into the facility until the next day. When the patient was able to go to the facility a controller exchange was performed by the ventricular assist device (vad) coordinator and the patient was provided with a replacement for that controller. The five (5) batteries were also removed from service and the patient was provided with replacement devices. The controller and five (5) batteries were returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event and she tolerated the controller exchange without problems.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and batteries were returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The battery passed all visual and functional testing. There is no indication of any degradation in the performance of the returned device. The reported event was confirmed via review of the controller log files, which revealed a "critical battery 2" alarm on (B)(6), 2014 while battery ((B)(4)) was in use on port two (2), confirming the reported event. The most likely root cause of the event is corrupt communication between the battery and the controller caused by external interference. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Patients are also instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.